Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited loss of capture. Surgical intervention was performed and the physician was able to reposition the rv lead and it remains implanted and in service. No additional adverse patient effects were reported.